Manufacturer narrative:
(B)(4). The insulin pump received with intermittent button response due to flattened (escape and act) button dome switch and no unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart alarm error test, rewind, basic occlusion, occlusion, prime, compromised force sensor and excessive no delivery test or verify motor error alarm and excessive no delivery alarm due to buttons not responding. Motor passed motor test.

Event description:
Information received by medtronic indicated that the insulin pump had motor error and also had no delivery alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer reported event was resolved by changing complete set. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.